Event description:
During the early morning, a patient was found on the floor. Patient is a para. He stated that he went to move to the right side and all of a sudden the bed deflated (specialty bed), and he slid between the rail with his lower extremities first. He had a pillow under his bottom and two behind his back when he was found. No breakdown or any signs of harm. Vss. The ceiling lift was used to get him into the recliner. Md paged and wife called. Apparently this bed had been reported earlier. Biomed came earlier to fix this bed and was unable to. Patient stated they were going to send another person to fix it. Unable to get the bed to re-inflate or do anything, so the bed was reported again. Obtained a regular bed for the remainder of the night. Patient remains stable and unharmed as of now. Will continue frequent assessment.====================== manufacturer response for bed, kin air medsurg, bed, kin air medsurg======================kci tested the bed yesterday and there is a problem with the up-down button on the side-rail, however we could not duplicate the mattress deflation problem. It is possible that when the patient was trying to move to his right side he accidentally pushed the CPR button which deflates the mattress (the bed came to us with CPR button pushed to "on". The bed is plugged in and inflation function is working properly.